Manufacturer narrative:
This report is submitted on march 06, 2024.

Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 24, 2024.